Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same patient as MFR ID#: 2134265-2011-00651. Same case as MFR ID#: 2134265-2011-00652, 2134265-2011-00653, 2134265-2011-02371, 2134265-2011-02389, 2134265-2011-02390, 2134265-2011-02391, 2134265-2011-02392, 2134265-2011-02386, 2134265-2011-02387. It was reported that post a stenting treatment procedure, myocardial infarction occurred. At the index procedure in (B)(6) 2011, the patient presented due to recent symptoms of chest pain, nausea and vomiting. The patient has recent history of coronary stenting ((B)(6) 2010) including 1 unknown size taxus liberte stent to mid right coronary artery. She had not been compliant with cardiac medications for approximately 6 months as she reported vomiting after taking any medication by mouth. ECG showed st depression to leads 1, 2 and avl and she had a troponin level of 0.43 (unit not provided). She was diagnosed with unstable angina and non-st segment elevation myocardial infarction and underwent cardiac catheterization. Access was gained via the right femoral artery using a 6f sheath. Target lesions were identified in the right coronary artery (rca), posterior descending artery (pda), left anterior descending (lad), and obtuse marginal (om). A 6f guide catheter was advanced to the rca. There was a 99% tubular stenosed lesion in the proximal and upper mid third of the rca which was 32mm long with a reference vessel diameter of 2.7mm. A 75-80% eccentric stenosed bifurcated lesion in the distal rca including the pda was also identified which was 9mm long with a reference vessel diameter of 2.3mm. A 1.85cm 0.014" forte guidewire was passed through the rca down the pda branch. A 2.5x20mm apex balloon was advanced and used to predilate the proximal and upper mid thirds of the rca with two inflations at 16atm. Angiography taken after this indicated that there was a severe grade b dissection in the proximal to upper mid third of the rca extending down to the proximal segment of the previously placed stent in the upper mid vessel. There was still incomplete filling of the distal rca because of slow antegrade flow. The balloon was then passed back across the junction of the proximal and mid third and upper mid third of the rca and re-inflated to 8atm for 60 seconds. Angiography confirmed timi-3 flow down the pda and posterolateral branches with some residual evidence of intimal dissection in the proximal rca. A 2.5x32mm taxus liberte was deployed at 18atm for 33 seconds in the upper mid third to the proximal rca. Then a 2.25x12mm taxus liberte atom stent was deployed at 14atm for 43 seconds in the distal rca across the ostial/proximal portion of the pda. However, at this time intimal staining was observed proximal to the stent where the rca had previously dissected. In addition, there was retrograde grade b dissection in the distal rca from the proximal edge of the previously placed stent with diffuse plaque present. A 2.25x16mm taxus liberte atom stent was deployed at 16atm for 32 seconds in the distal rca slightly overlapping the previously placed stent distally. The stent balloon was then passed across the overlap and reinflated to 14atm for 31 seconds. A 2.75x12mm taxus liberte stent was then deployed at 18atm for 30 seconds in the proximal to ostial rca overlapping the previously placed stent distally. Post dilation was carried out with the stent balloon and the final result in the rca was 0% residual stenosis and timi-3 flow. A 6f guide catheter was then used to engage the left circumflex (lcx). A 90% stenosed, 16mm long, tubular lesion in the mid segment of the major om branch with a reference vessel diameter of 2.7mm was identified. A forte guidewire was passed through the lcx into the major om branch. A 2.25x12mm apex balloon was advanced for predilation and inflated to 16atm for 36 seconds in the mid segment of the om. Then a 2.5x20mm taxus liberte stent was deployed in the mid segment at 16atm for 26 seconds. Follow up angiography indicated 0% residual stenosis, but that there had been a longitudinal shift of plaque into the more proximal portion of the om causing greater than 50% stenosis proximal to the stent. A 2.5x8mm taxus liberte stent was deployed at 16atm for 30 seconds in the more proximal portion of the marginal branch slightly overlapping a previously placed stent distally. The stent balloon was passed to the overlapping portion and inflated to 16atm for 30 seconds. The lad was treated with placement of three taxus liberte stents: 2.25x32mm, 2.5x24mm and 2.5x20mm. There were no reported complications during treatment of the lad. The patient was discharged 1 week later. (B)(6) 2011: the patient was admitted with atypical chest pain and cellulitis of the left upper extremity. Troponin levels were elevated and the patient was diagnosed as having a myocardial infarction. The patient was not treated for the myocardial infarction and it was reported to be resolved (B)(6) 2011. It is the opinion of the physician that the event of myocardial infarction is unrelated to the taxus liberte (B)(4) stents.